Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) - (reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("brisk pain, unbearable abdominal pain") in a female patient who had essure (batch no. A25166) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("recurrent haemorrhagic periods") and fatigue ("chronic fatigue"). The patient was treated with vitamin b complex, ascorbic acid, minerals (berocca) and surgery (hysterectomy scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain, fatigue and menorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2016: not provided. Ultrasound pelvis - in (B)(6) 2016: not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04_ may_2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1036 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: a25166 - production date: jul-2012 - expiration date: jul-2015. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented brisk pain, unbearable abdominal pain(seen as abdominal pain). A hysterectomy is scheduled for (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started 90 days after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. The product technical analysis resulted in an unconfirmed but plausible product quality defect. No further adverse event case reports have been received to date in relation to the reported batch. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("brisk pain, unbearable abdominal pain") in a female patient who received essure (batch no. A25166). The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, 90 days after starting essure, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("recurrent haemorrhagic periods") and fatigue ("chronic fatigue"). The patient was treated with vitamin b complex, ascorbic acid, minerals (berocca) and surgery will be performed (hysterectomy scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain, menorrhagia and fatigue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: blood test result was not provided and ultrasound pelvis result was not provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented brisk pain, unbearable abdominal pain(seen as abdominal pain). A hysterectomy is scheduled for (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started 90 days after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.